Event description:
Info was received that reported a pt was hospitalized in 2008, due an incident of diabetic ketoacidosis. The reporter states the patient had slightly elevated blood glucose the evening prior to the hospitalization. The pt awoke around 1:00am the same day vomiting. At 6:00 am, he was brought to the ER. He was diagnosed in diabetic ketoacidosis. He was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.